Event description:
Stereotactic biopsy was performed. When placing titanium marker, radiologist experienced difficulty with device and asked for a different one. Reviewed images show the end of maker applicator sheared off in patient's breast.